Event description:
The reporter stated that the patient was experiencing a blood glucose level of 353mg/dl with headache, nausea and vomiting, heart palpitations, and increased thirst. The reporter stated that the patient treated with an insulin injection. The reporter stated that the patient was showing some possible flu symptoms. Customer support reviewed the pump with the reporter. The reporter confirmed that the pump settings were correct. The reporter confirmed that there were no relevant alarms in the pump history. The reporter stated that the bolus and total daily dose history were consistent. The prime history indicated 0.0 unit fill cannula steps and fill cannula steps that did not appear at all. The reporter confirmed that there were no noted issues with the cartridge, infusion set, or site. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Follow-up information: the patient was contacted for follow-up information on (B)(4) 2012 and provided the following information: the patient reported that she did not wish to return the pump at this time. The patient stated that the pump was working fine. The patient stated that the reported high blood glucose was related to being sick and confirmed that the pump was not the cause of the high blood glucose.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: there was no pump data from the time of the event due to continued patient use. A review of the total daily dose history available showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was delivering within specifications. Unrelated to the complaint, the pump battery compartment was cracked and the pump display screen was dim and discolored.